Event description:
It was reported that during prophylactic replacement of the right ventricular lead, the atrial lead was removed with the right ventricular lead, as it was "scarred" to it. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Distal segment returned for analysis. Visual analysis observed the outer insulation was melted and the lead was stretched, apparent explant damage.